Event description:
It was reported that the patient complained that the inflatable penile prosthesis (ipp) pump was too hard. A surgical procedure was performed in which the physician elected to remove and replace the pump. The patient was said to be good following the procedure.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected; no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded that identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient complained that the inflatable penile prosthesis (ipp) pump was too hard. A surgical procedure was performed in which the physician elected to remove and replace the pump. The patient was said to be good following the procedure.